Manufacturer narrative:
The investigation determined the event was due to a human factors/maintenance issue at the customer site. The customer last replaced the electrodes on (B)(6) 2019; they are being replaced every 6 months. Product labeling states the electrodes should be replaced at least every 2 months. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 10 patient samples tested for sodium (na), potassium (k) and chloride (cl) on a cobas 6000 c (501) module. The questionable results were reported outside of the laboratory. The samples were repeated on a different ise module in the laboratory. The na electrode lot number is w3620 with an expiration date of 18-oct-2020. The k electrode lot number is e7194 with an expiration date of 05-oct-2020. The cl electrode lot number is n4350 with an expiration date of 08-sep-2020.